Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service on a 840 ventilator, the oxygen sensor could not be calibrated. The ventilator was not on a patient at the time of the event. To address the issue, the service engineer replaced the oxygen sensor. The unit passed all testing and operated within the manufacturing specifications.